Event description:
Related manufacturer reference number:(B)(4). It was reported the patient is not receiving effective therapy due to high impedances on both leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicated patient underwent surgical intervention wherein both the leads were explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
B1 product problem is checked since not captured in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.